Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 399 mg/dl (aviva (B)(4)) and 127 mg/dl ((B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. However, initial analysis revealed a device anomaly. No adverse patient effects were reported. This device is included in the shortened replacement window advisory.

Manufacturer narrative:
(B)(4).